Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. Section d6b: explant date is unknown. The system was explanted due to discomfort. The results of the investigation are inconclusive as the device was not returned for evaluation.based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had been experiencing discomfort at the site of the scs ipg. Surgical intervention was undertaken on an unknown date wherein the patient's scs system was explanted to address the issue.